Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited noise with oversensing which caused pacing inhibition. Also, non-sustained ventricular tachycardia events were stored due to this issue. There has been no inappropriate tachy therapy delivery, however, at the recent evaluation tachy therapy was turned off because of the observation. Boston scientific technical services (ts) suggested to the health care professional (hcp) programming the rv sensitivity to the least sensitivity to mitigate any pacing issues. No adverse patient effects were reported. Additional information was received from the field representative that the system currently remains in service, but a revision procedure was scheduled to be done in a couple of months. It was reported that the physician was not planning on using boston scientific at the procedure. The field representative was not able to obtain any additional information related to patient symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.